Event description:
This report is being submitted under the FDA MDR reporting precedence of "flexor kinked/stretched/broke/compressed". The stent was advanced over the wire, but failed to deploy. Trigger made a "crunch" sound. Discussion with drs suggest that a possible kink in the catheter may have occurred. This was demonstrated with a demo evo-b, and the dr confirmed a similarity with the case.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1393888 was not available for evaluation. With the information provided a document based investigation was carried out. The patient had the following pre-existing conditions: biliary stricture. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. The following additional information was provided: 1. Was the directional button fully engaged? I believe so. 2. Did the red cursor move when the trigger was pressed? Not known. 3. Did the red cursor continue to move after the delivery stopped? Na. 4. Was the stent partially deployed? No 5. If the stent was partially exposed, was it possible to retract it fully before removal? Na. 6. Were any additional procedures needed? No. Root cause: based on the information provided and engineering input, the most likely root cause of this event was that the possible kink that they think may have occurred at some stage during the procedure caused a build-up of pressure and resulted in the flexor breaking ("crunch" sound heard). Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the qc record did not reveal any issues which could have contributed to this complaint issue. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1393888 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1393888; upon review of complaints this failure mode has not occurred previously with this lot # c1393888. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was advanced over the wire, but failed to deploy. Trigger made a "crunch" sound. Discussion with drs suggest that a possible kink in the catheter may have occurred. This was demonstrated with a demo evo-b, and the dr confirmed a similarity with the case.